Event description:
It was reported that stuck in stent occurred. The target lesion was located in the 90% stenosed, severely tortuous and moderately calcified lesion in the proximal to middle section of the left anterior descending artery. After deployment of two overlapping non bsc stents during a percutaneous coronary intervention, the physician performed a post intravascular ultrasound with an opticross imaging catheter accessed through the femoral artery. Upon removal of the imaging catheter, its' guidewire exit hole got stuck on the edge of the distal stent and could not be removed. To release the imaging catheter, the catheter shaft was cut of and an unspecified wire was inserted into the shaft in order to change the direction. Finally, the imaging catheter was completely removed from the patient and the procedure was completed. No damage to the stents were noted as a result to this event. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device returned to manufacturer: the device was returned for evaluation. Examination of the returned device revealed that kinks were observed in the tip assembly from femoral marker to the distal end. The catheter was received with the female telescope tubing assembly detached at the anchor seal housing exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. The telescope assembly was not able to properly pullback or advance due to the detached telescope tubing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The guidewire exit port was lifted. During impedance testing, electrical open at distal was observed. Full image characterization cannot be performed due to the telescope detached. The detachment exposes the imaging core which might onset a windup when a functional test is performed. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the telescope was detached.

Manufacturer narrative:
(B)(4).